Event description:
It was later reported that this was a peripheral nerve evaluation (pne) the sides were switched was the troubleshooting performed .the health care provider stated that their contact with the patient showed excellent result. The hcp stated patient never complaint of the low back weakness .

Manufacturer narrative:
Concomitant product: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The patient stated during the trial the activity restrictions made it hard for her to do yard work. The patient also stated the lead moved after almost the 1st day and she had some weakness in her low back after the trial. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.